Event description:
It was reported that the patient experienced involuntary movements in her legs following an implantable neurostimulator (ins) replacement. The movements in the patient's legs were so bad that the patient had fallen out of bed. The patient saw a health care provider on (B)(6) 2012 and had her programming changed. The patient 'may have had some of her programming turned down.' The patient was discontinued on the drug bactrim 'thinking that might also help with symptoms.' External stimulation on the lower extremities was also being considered.

Manufacturer narrative:
Product ID 748251, serial# (B)(4), implanted: 2004 (B)(6), product type extension, product ID 748251, serial# (B)(4), implanted: 2004 (B)(6), product type extension, product ID 7428, serial# (B)(4), implanted: 2004 (B)(6), explanted: 2012 (B)(6), product type implantable neurostimulator, product ID 64002, lot# n342518, implanted: 2012 (B)(6), product type adapter, product ID 37642, serial# (B)(4), product type programmer, patient product ID 3389-40, lot# j0437218v, implanted: 2004 (B)(6), product type lead product ID 3389-40, lot# j0437000v, implanted: 2004 (B)(6), product type lead. (B)(4).